Manufacturer narrative:
Additional information regarding this event is being requested from the field. This report will be updated should additional information ever be provided.

Event description:
It was reported that this device exhibited oversensing of noise causing pacing inhibition on the right ventricular (rv) channel. No capture and high thresholds were also noted on the rv channel. The device was reprogrammed vvi 40 and surgical intervention was performed to implant a new system in the patient. The old device remains implanted and in service. No adverse patient effects were reported.